Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an specified date at the compounding facility, the empty flexible solution container was filled with unspecified concentrations of fentanyl and bupivicaine for a total volume of 200ml. The customer contact reported that the solution container was placed in a shipping container and shipped to the end user. It was reported that after the solution was removed from the shipping container at the end user, solution leaked from the seam at the top of the solution container. Though requested, no add'l info was provided.